Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date the sleeve could not be connected to the plate hole properly. Concomitant device: unknown plate (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) 1.1mm lcp threaded drill guide for 1.5mm lcp plates. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot part number:03.114.001, synthes lot number: h882618, supplier lot number: n/a, release to warehouse date: 13dec2019, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: investigation summary: background: it was reported that the sleeve could not be connected to the plate hole properly. No further information is available. 09/14/2020: updated event description: concomitant device reported: unknown plate (part#: unknown, lot#: unknown, quantity: 1). This complaint involves one (1) device. Investigation flow: functional/device interaction and damage. Visual inspection: the lcp drill sleeve 1.5 f/drill bit ø1.1 (p/n: 03.114.001, lot #: h882618) was received at us cq. Visual inspection of the complaint device showed that the distal threads are stripped. No other defects were identified. Functional test: a functional assessment was unable to be performed since the mating device was not returned. Complaint was confirmed. Document/specification review: 03_114_001 rev g (current and manufactured) was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the distal (tip) threads are stripped which could have resulted in the complaint condition. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate